Event description:
An accustick ii kit was being used for introduction and placement of a guidewire. During removal of the sheath dilator, the radiopaque marker at the tip of the dilator broke off and migrated into the pulmonary artery. At this time, there are no immediate plans to remove the fragment.